Event description:
It was reported that there was a slit in a lead. It was noted that "there was some tissue or some fluid in that." It was further noted that they "sucked everything out." Additional information was requested, but not available at the time of this report.

Event description:
Additional information reported the event had occurred over 4 years ago. It was reported that impedances were around 9,000 which from what the reporter was told was ¿no true open circuit.¿ it was reported that ¿someone mentioned when they did the lead replacement there was a slit in the lead.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).